Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative following-up at the site performed a navigation system check-out and found the system to be functioning properly. Could not replicate the reported issues concerning building a 3d model.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, synergy cranial software unexpectedly re-started after the surgeon attempted to build a tumor segmentation using threshold tool, lasso and wand. The system was re-booted and the surgeon attempted to build a tumor model, using the lasso only. The visualization was good initially, however, they could not see tumor in orthogonal views momentarily and clicked unrelated buttons when the tumor suddenly appeared. The system then functioned as it should. The surgeon completed the open biopsy with the use of the navigation system. There was no impact on patient outcome.